Manufacturer narrative:
Follow-up #1 date of submission 05/21/2014-product analysis:the pump has been returned and evaluated by product analysis on 05/14/2014 with the following findings:the complaint could not be duplicated during investigation. A loss of prime warning was found recorded in the pump¿s black box. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The force sensor was found to be out of specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a loss of prime issue. Troubleshooting was unable to be completed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.